Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. According to the customer this was user related. It is not verified that the vent was inoperable, and that a malfunction occurred. Covidien was not authorized to service the device. The customer reported to have conducted final testing.